Event description:
It was noted that the tip 6f .070 xb 3.5 100cm guiding catheters was cracked. This was noted when the products were still sealed within the sterile pouch. There was no damage noted to the box or inner pouches.

Manufacturer narrative:
The device is expected to be returned but has not yet been received by cordis. Additional information will be submitted within 30 days of event. This is one of two reports for the same event. Please reference MFR. Report #'s: 9616099-2008-02774.